Event description:
Oracle (B)(4) drains battery faster then other pumps.

Manufacturer narrative:
Additional information: date of event. Additional information received on (B)(6) 2019 that there was no patient involvement during event and indicating the event date. Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition with cracked lens and rear housing. The review of event history log identified two "battery depleted" alarms recorded in the event log event. Functional testing included motor current measurement. Motor current was measured and found to be within specification. The customer's reported problem could not be duplicated. Based on the history log evidence, the complaint was confirmed. The root cause could not be identified.